Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced during a device change out procedure. No patient symptoms were reported.

Event description:
New information indicated the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).